Event description:
Since the revision of pt's right hip, she has had 4 dislocations on 4 different occasions namely: (B)(6) 2013: while in bed, (B)(6) 2013: while standing in the kitchen, (B)(6) 2013: while in bed. (B)(6) 2013: while standing up. The revision was done at the (B)(6) clinic, (B)(6), and the first 2 dislocations were also treated there. On (B)(6) 2013, during the 3rd dislocation, they refused seeing her. She went to (B)(6) hospital, (B)(6), and met dr. (B)(6) who examined the dislocation and discovered that during the revision, the locking device required to hold the implant in place was not included. (B)(6) 2013, she had the last dislocation where she incurred a severe damage to her right thigh muscle. She is now due for surgery on (B)(6) 2014. She would like the FDA to look into this.